Manufacturer narrative:
A ge service representative performed an onsite investigation. The loose leg extension set screws were adjusted and tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's leg extension was stuck and hard to remove. No patient injury was reported.